Event description:
It was reported to philips that the device experienced a defib test failure during operational testing.

Manufacturer narrative:
The customer / biomed worked with the technical support representative. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. Recommended to the customer: replace therapy pca, replace therapy capacitor. No further information will be obtained as this concluded philips remote support to the customer for this event.